Event description:
My niece found a girl online who did her lip injections at her home. My niece is only 17 years old. So not only is she doing these procedures to minors but she's also doing this with no license in her home. My niece had to be hospitalized due to her lips being infected & had to have them dissolved and treated. This girls name is (B)(6), who does lip injection procedures and body sculpting, eyebrow services & other stuff with no license at her home. I would like to report this girl to the FDA for ruining people's lips with no type of degree in her home. This girl has an instagram by the name of (B)(6) & her phone number is (B)(6). She does these procedures from her home in (B)(6) and would like her shut down before she ruins another girls face.